Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-4030c-09 was received for investigation. Functional testing was not performed due to the damage of the device. Visual evaluation noted black marks inside the screw, likely from the driver experiencing resistance against the screw during the tightening process. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.

Event description:
It was reported that during an anterior cruciate ligament repair surgery the implant broke while screwing into the bone. The broken piece was retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.